Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). An event date of (B)(6) 2016 was erroneously reported, however the event date cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event clarification: it was reported that a front cutter broke on three (3) separate occasions. One front cutter device broke during a demonstration. When a new cable cutter was being utilized during a surgical procedure and the cable cutter device broke. A different cable cutter also broke during a separate surgery. (B)(4) is to report the second cable cutter that broke when being utilized during an unknown surgical procedure. The cutter that broke during a demo is reported under (B)(4) and the third cutter that broke is reported under (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: during the investigation, the following results were obtained: the result of hardness testing measurement performed was within the tolerance range of 52.0 ¿ 56.0 hrc. Per review of production documentation, the device was found to have been manufactured and assembled correctly. Therefore, the complaint is confirmed, but invalid from the manufacturing standpoint. Product investigation summary: one (1) tip of the cutter was found to have broken off of the device and was not returned. Additionally, there are slight scratches visible on the surface. Due to the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications with no issues that would contribute to this complaint condition. The fracture area of the device is homogenous, which indicates material conformity. The cutter was dismantled in order to investigate the material hardness. The hardness was found to be within specifications. The tip of the remaining cutting tip is slightly worn out. Based on the received information, and without all involved parts, the exact root cause cannot be determined. It is likely that the breakage was caused by a mechanical overloading situation. The article in question was produced in a quantity of (B)(4) pieces in may, 2014. No product fault could be detected. During the investigation, the company representative reached out with additional questions pertinent to the event. Listed below are the questions and responses from the engineer. Is there an alternative instrument available: there are no other minimally invasive cutters indicated for the cable system. However, the cutters (part 391.905: cable cutter, standard and part 391.906: cable cutter, large) could also be used. It would require a larger incision in order to access the location where the wire has to be cut (which, therefore, makes it non-minimally invasive); did this event happen on other occasions: there have been other broken front cutter complaints. In some cases, the mio front cutter was not well inserted over the wire, which resulted in similar instrument breakages. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 06. May 2014, 03.607.513 / 8920623. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery with the first utilization of the cutter, the new cutter broke. This complaint involves 1 part. This report is 1 of 1 for (B)(4).